Manufacturer narrative:
Device will not be returned for eval. Add'l info has been requested and if rec'd will be provided on a supplemental report.

Event description:
Doctor reports via our field sales manager, set screw of the gamma 3 implant couldn't be removed at extraction operation. Not with the setscrewdriver. They tried to break the nail with lag screwdriver, 3 lag screwdrivers broke instead of the nail. Pt was closed and the implant still in pt.